Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.